Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported that this pacemaker displayed a significant decrease in battery longevity. At the last follow-up, the device longevity was about 7 years remaining. At the most recent follow-up, however, the device longevity was about 3.5 years remaining. A save to disk was sent to technical services for review. Upon review of the device data, it was determined the power consumption of this pacemaker has been increasing for over a year, and the power consumption is expected to continue to increase. Device replacement was recommended. The patient was scheduled for a follow-up appointment in a few months. At this time, this pacemaker remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitor. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
This supplemental report is being filed because this pacemaker was returned and analyzed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that this pacemaker was explanted. No additional adverse patient effects were reported.